Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the therapy was still not working as well for them since they last called. The patient mentioned that their urologist wanted them to change programs. The patient mentioned that they had already tried programs 1-6, and program 7 was active at the time of the call. The amplitude was at a lower level, so the agent reviewed the patient could consider increasing the amplitude. The patient decided to increase amplitude and confirmed they could feel comfortable stimulation. The patient will maintain amplitude and continue to monitor symptoms. The patient was advised to follow up with their hcp for further programming guidance should symptoms persist.

Event description:
Additional information was received from the patient. The patient reported that they saw their healthcare provider (hcp) and someone from the manufacturer on 2025-jul-15 and they "reprogrammed " them. The patient stated that they did well after that for the first month or so. Patient stated it was wonderful and they could keep urination in a long time but as the time went on, it stopped working again and they would go the bathroom 3 times in the middle of the night so they weren't sleeping. Patient stated during the day, every once in awhile they couldn't make it to the bathroom and it would "just leak out." Patient stated they'd called because they wanted assistance in turning their stimulation up. Patient services walked the patient through connecting to their settings. The therapy was on, on program 1 at 1.6 ma. Patient then increased up to 1.9 ma and confirmed feeling the stimulation comfortably in their "bladder". Patient services reviewed programming considerations and redirected the patient to follow up with their hcp if they had questions about programs and having additional programs added. Patient to monitor their symptoms now that a change was made. Patient was concerned because by call's end they no longer felt the stimulation. Patient services reviewed stimulation considerations with the patient. Patient may call back in the future for further assistance in making a change as patient stated they still needed assistance with using external devices and they didn't feel confident using them on their own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still having the same issues they previously reported. They mentioned that none of their 7 programs had been working well for them. The agent redirected the patient to their doctor to check if the patient could have additional programs added to their system. They confirmed that they need a manufacturing representative (rep) for their appointment with their doctorand agent sent an email to the field for visibility. They stated that they will also call their doctor regarding the appointment.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was sick for a couple weeks and somehow or other the stimulator wasn't working. The doctor told her to call manufacturer to see if they could raise the numbers on the program. The issue started about a month ago. Patient had sinusitis and a lot of things and had to take all kinds of medications. They had a terrible cough and a viral infection. Walked caller through checking their settings and their therapy was off and MRI mode was activated. Patient deactivated MRI mode and therapy came back on. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received on 2025-apr-29, the patient called and repeated same therapy issues and needs guidance in changing programs. Patient reported that they got up 2-3 times in the middle of the night, and could only hold their pee during the day at 3 hours at most. Patient said that they were having a difficult time getting up in the morning because of lack of sleep. Patient added that they are taking gemtesa and other medications along with the ins, but it's not 100% and they're still having a leak. Patient stated that they wear napkins whenever they're out shopping because they would be in trouble if they can't reach the bathroom. Patient also said that this had been an ongoing problem ever since they had an MRI and it was put into MRI mode. Patient mentioned that they last changed the program on (B)(6) 2024 and added that the ins sometimes works very well and sometimes it doesn't. Agent walked the patient through changing programs. Patient was able to change the program and increase stimulation to a comfortable level. Patient confirmed sensation on their bicycle seat area. Patient to monitor symptoms. Redirected to hcp if symptoms persists.